Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent temperature alarms. The customer's blood glucose level was not impacted. The customer will use the pump to manage diabetes and has insulin injections, it needed.